Event description:
It was reported that the implantable pulse generator (pacemaker) showed an automatic switch from bipolar to unipolar configuration on the right atrial (ra) lead due to high pacing impedance measurements out-of-range of over 3000 ohms, caused by a suspected conductor fracture. The patient was brought to the clinic where the physician tried to switch back to bipolar and saw a high impedance again on the ra lead. The ra pacing impedance trend shows normal range with the exception of an observed peak. It was decided to leave unipolar configuration and continue monitoring the patient until further notice. The ra lead remains in service and no adverse patient effects were reported.